Manufacturer narrative:
It was reported that the proximal white tip of the 6f 100cm infiniti catheter was detached from the catheter when it was pulled out of the box, prior to use on the patient. Another catheter was used to complete the procedure successfully. There was no report of patient injury. The device was stored, handled and prepped according to the instructions for use (IFU). No other damages or anomalies were noted to the device prior to use because the white tip fell to the ground when the sterile package was opened. A photo is available for visual analysis. The product will be returned for analysis. One non-sterile cath f6inf tl mp a2 100cm 2sh were received inside a plastic bag. The body shaft was separated from the hub. No other discrepancies were found. The od and ID of the unit received were measured near to separation and no anomalies were found. A file with a picture of one cath f6inf tl mp a2 100cm 2sh was received attached to the complaint. Per visual analysis of the picture, the body looks separated. The unit was sent to sem analysis in order to analyze the potential cause of separation. Results showed that the separated section of the catheter body presented elongations. The elongations observed presented evidence of a plastic deformation as a product of an application of a tension force that induced the separation. Also the braid wire presented evidence of a plastic deformation that results in an elongation this can suggest an application of stress that exceeds the material yield strength or a tensile overload. Also ductile dimples can suggests pulling / stretching events. No other anomalies found during sem analysis. Review of lot 17287819 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event of ¿catheter (body/shaft) - separated-during prep" reported by the customer was confirmed due to the condition in which the product was received and through the picture received. The exact cause of the reported event could not be conclusively determined. However, procedural factors may have contributed to the reported event as evident by elongations and ductile dimples during analysis. Controls are in place to detect this kind of issue throughout the manufacturing process. Neither the device history record review nor the product analysis suggests that the event is related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review of lot 17287819 was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A photo is available pending visual analysis. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the proximal white tip of the 6f 100cm infiniti catheter was detached from the catheter when it was pulled out of the box, prior to use on the patient. Another catheter was used to complete the procedure successfully. There was no report of patient injury. The device was stored, handled and prepped according to the instructions for use (IFU). No other damages or anomalies were noted to the device prior to use because the white tip fell to the ground when the sterile package was opened. A photo is available is for visual analysis. The product will be returned for analysis.